Event description:
A customer contacted beckman coulter regarding low or zero results for gentamycin (gent) and digoxin (dig). The results were generated by the synchron lx20pro instrument. The customer indicated that the erratic gen and dig results started in 11/2005. The gen and dig results were printed without any error messages generated by the analyzer. The customer was advised by beckman coulter to replace a sample probe and a syringe. As per customer problem seems to be resolved. In 11/2005, the customer contacted beckman coulter again reporting that several results were reported to floor that required correction. The customer indicated that no treatment was initiated or withheld that can be attributed to or connected with this event. The dr did not believe the low gent and dig results.